Event description:
A peritoneal dialysis (pd) patient contacted technical services on (B)(6) 2015 to report a fluid leak from the cassette during treatment. The patient reverted to continuous ambulatory peritoneal dialysis (capd) to complete treatment that evening. Follow up was made with the pd patient's clinic and registered nurse (rn), who indicated the patient was new to peritoneal dialysis therapy and stated the patient reported he may have incorrectly inserted the cassette during setup. The nurse stated the patient was still connected to the cassette when the fluid leak was observed. The nurse stated the patient reported cloudy effluent the following treatment and was requested to come into the clinic for culture on (B)(6) 2015 and was diagnosed with peritonitis. The nurse stated as of (B)(6) 2015 the culture results were pending. The nurse stated the patient was treated in-clinic with vancomycin and ceftazidime. As of (B)(6) 2015, the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy, the signs and symptoms of peritonitis resolved. The patient continued with ceftazidime. Medical records were requested.

Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff based on 15 pages of medical records information it appears on (B)(6) 2015 this (B)(6) -year-old male patient had a cloudy peritoneal dialysis drainage bag and abdominal pain. Patient informed the dialysis clinic of a fluid leak on (B)(6) 2015. Patient converted to continuous ambulatory peritoneal dialysis to complete his treatment. According to the peritoneal dialysis registered nurse (pdrn), patient was new to peritoneal dialysis therapy and stated patient reported he may have incorrectly inserted the cassette during setup, and was still connected when the fluid leak was observed. The patient reported cloudy effluent the following treatment and was requested to come into the clinic for culture on (B)(6) 2015 and was diagnosed with peritonitis. The patient was treated in-clinic and administered vancomycin and ceftazidime. Physician assessed patient to have antibiotic resistant peritonitis after several weeks of antibiotics did not resolve the peritonitis medical records do not contain dialysis treatment sheets or medication records for review, and do not reveal with certainty, the cause of the peritonitis nor do the medical records reveal that any malfunction in the product led to the patient's peritonitis. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. A search was conducted to identify the lots of product shipped to the customer three months prior to the event. There was no product available to be analyzed. A device history record review was performed and there were no deviations or non-conformances during the mfg process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were provided by the patient's dialysis center. Patient was a (B)(6) -year-old male patient who notified the peritoneal dialysis clinic that he first noted a cloudy dialysis effluent bag and abdominal pain on (B)(6) 2015. Patient was advised to start antibiotics according to the standing orders. Cultures, sensitivity and cell count were taken on (B)(6) 2015, the patient presented to the peritoneal dialysis clinic for follow up. Patient's drainage bag was clearer and the abdominal pain was resolving. On (B)(6) 2015, the patient's peritoneal dialysis effluent bag was cloudy and patient was complaining of recurrent abdominal discomfort. Patient received intraperitoneal antibiotics at the clinic. On (B)(6) 2015 peritoneal dialysis fluid culture was taken and showed no growth after 4 days.